Event description:
It was reported that during an implant attempt, the lead dislodged several times. The physician felt patient had a very large right-atrium, plus patient was post-op CABG and valve repair/replacement. Physician was concerned about using the lead after multiple attempts to place and extend helix. This led to his decision to place a passive fixation lead instead. The physician felt the pre-formed "j" would at least help to keep the lead in place and potentially prevent drop into the right ventricle. When the lead was removed from the body, it appeared to be in normal condition with helix fully retracted and no apparent/obvious debris on lead tip, only blood that had ingressed into the lead tip with helix. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor. (B)(4).